Manufacturer narrative:
Warmth at pocket.

Event description:
Starting about six months ago the patient noticed he had to recharge his device more frequently and he felt a warm sensation at the ins pocket during recharging. The skin was red but not blistered. The patient was instructed to use a layer of insulating material while charging. The device was reprogrammed with better stimulation results. Some impedance values were greater than 3600 ohms. It was also noted that a possible lead revision is coming up. No further information was reported.